Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer stated they have tried 4 new batteries, but the issue persisted. Customer's blood glucose was unknown at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer also reported a battery out limit alarm occurring. Customer declined to replace their insulin pump and stated they would buy a new pack of batteries. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.